Manufacturer narrative:
The error message "s-stop" was reported. The hl20 machine was checked and it was found that the motor control board is defective and needs to be replaced. No harm to any person reported. A motor control board with the reported failure "error s-stop" was already investigated in a previous complaint with the following outcome: the affected motor control board was visually inspected. No damaged or missing components were detected. Upon startup, the pump head ran at maximum speed in the counter clock direction, an alarm was triggered and the error message ¿err. S-stop¿ was displayed. In the service terminal report the safety-stop test was registered as failed; therefore, the startup routine wasn¿t completed successfully. Control signals and the 24v voltage supply line deviated from the expected behavior. The transistor t1 (mosfet) was found to be defective and exchanged with a functioning one. The motor control board was tested again; the device completed startup routine successfully. The 24v voltage line and involved control signals behaved as expected. Thus the reported failure "error s-stop" could be confirmed. The most probable root cause of the reported failure is a defective power transistor t1. The product in question was produced in 2010-02-15 (mat#701043262). The review of the non-conformities during the period of 2010-02-15 to 2023-02-27 does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
The error message "s-stop" was reported. The hl20 machine was checked and it was found that the motor control board is defective and needs to be replaced. No harm to any person reported. Complaint ID#(B)(4).